Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had leads replaced on (B)(6) 2016 and the battery was discharged at the time of the reports. It was noted that the impedances were checked intraoperative and all were in range. The patient confirmed that stimulation was intraoperative.

Manufacturer narrative:
Evaluation conclusion code applies to the leads. Evaluation conclusion code no longer applies.

Manufacturer narrative:
Information references" the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient felt no stimulation when the implantable neurostimulator (ins) was turned on. Environmental/external/patient factors that may have led or contributed to the issue included the patient threw out his back on (B)(6) 2016 and the patient was seeing a chiropractor for adjustments. Diagnostic testing or troubleshooting performed included impedance checks indicating most electrodes were above 10,000 ohms. In addition, the healthcare professional took x-rays and noted the leads were seated in the battery correctly, but the leads had migrated. Interventions/actions taken to resolve the issue included trying to reprogram the device, but they were unable to achieve appropriate stimulation. The healthcare professional told the patient that a lead revision would likely be needed. The issue was not resolved at the initial time of report, and the patient's status was alive with no injury. It was further reported that surgical intervention was not performed; surgical intervention was planned, but not yet scheduled as of 18-may-2016. Additional information received from the manufacturer representative on 27-may-2016 reported that the healthcare professional was to talk to the patient about revision surgery. The manufacturer representative also reported they were not notified of any updates since the issue was reported. The patient's indications for use included spinal pain.

Manufacturer narrative:
Analysis of the lead 977a260 va0rxdl030 found that all conductors were broken 27.4 cm from the distal end, resulting in open circuits. Analysis of the lead 977a260 va0s8v0028 found conductors 2, 3, 5, 6, and 7 were broken 28.8 cm from the distal end, resulting in open circuits.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.